Event description:
Reporter indicated a vns pt had status epilepticus that would last for hours or days per a report from the pt's mother. The reporter does not have any other info about the timeframe that seizures occurred or who the attending physician was at the time of event. MFR review noted that the pt had high lead impedance that was reported via MDR # 1644487-2005-00911 in nov. 2005, along with increased seizures. Product analysis in that MDR confirmed a lead fracture; the generator performed as intended. The physician at the time did not know if the seizures were greater than pre-vns baseline levels.